Event description:
Ems personnel were attending to a pt, complaining of vertigo and weakness. An attempt was made at monitoring the pt, however, it was reported the device would not stay powered on with any of the three batteries installed. A back unit was obtained and used to continue treatment to the pt. The reporter stated there were no adverse effects to the pt as a result of the alleged malfunction.